Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the septum connection during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the septum of q-syte. According to the customer's report, the drug solution leaked from around the connection between q-syte and the syringe. This is the fourth case occurring during these past few months in this department."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device and two photographs. The returned unit consisted of the q-syte with an extension set connected and a non-bd 60 ml syringe. Through the initial visual inspection of the returned device, damage was not observed. The q-syte unit was then decoupled from the returned extension set and tested for leakage in both the actuated and unactuated positions. Leakage through the vent hole was observed only in the actuated position. This is indicative of damage to the column wall and/or bottom disk. The septum was then removed from the top and bottom body of the q-syte for further microscopic inspection. Damage was not observed to the top or bottom disk however a tear was found present on the column which would allow leakage to occur through the vent hole. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use, excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and used, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the septum connection during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the septum of q-syte. According to the customer's report, the drug solution leaked from around the connection between q-syte and the syringe. This is the fourth case occurring during these past few months in this department."